Event description:
Literature: hurtado, p, salvador l, carrero e, rumia j, fabregas n. [Anesthesia considerations for deep-brain stimulation in a pt with a pt with type-2 pantothenate kinase deficiency (hallervorden-spatz disease)]. Rev esp anestesiol reanim. 2009; 56(3): 180-4. Summary: the article presents a case study of a female pt implanted with bilateral deep brain stimulator in the globus pallidus for the treatment of dystonia secondary to type-2 pantothenate kinase deficiency. Reportable event: during the lead implant procedure, intraoperative bleed of approx 400ml brought the pt's hemoglobin to a lever of 9g/dl. Two packs of red blood cells were transfused to ensure optimal oxygen supply, as cardiorespiratory parameters remains stay, and she showed normothermia throughout the intervention. Ref MFR report #2182207200907186.